Manufacturer narrative:
Ni

Event description:
Report received indicated that device was snagged on the stent making it difficult to remove. During a percutaneous transluminal angioplasty (pta) it was indicated that when recapturing the distal protection device with the capturing sheath it got snagged on stent, however, product was successfully withdrawn from pt and no pt injury occurred. This product has been returned for eval and testing, however, the failure analysis report is not yet complete. Add'l info will be sent within 30 days upon receipt.